Event description:
Event description guidant received information that this transvenous atrial pacing lead and this transvenous defibrillation lead became dislodged. The atrial lead exhibited loss of capture and a pacing impedance of greater than 3000 ohms two days post implant. The physician programmed the implantable cardioverter defibrillator (ICD) to vvi mode. During the lead revision procedure, the atrial lead was found to be pulled up into the pocket. The right ventricular lead was also found to be pulled back. Twiddlers syndrome was suspected. The leads could not be repositioned, and were explanted and replaced with new guidant leads. The recall on this ICD model was discussed; the device remains implanted.